Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that during implant, the left ventricular lead exhibited noise. The lead was not implanted and returned.